Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction: g2 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a water leak in the plug unit, a b30 scope communication error. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: the scope communication error was due to the water leak in the plug unit and was caused by a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head exhibited a display error "contact olympus" scope error, this issue occurred during inspection for use. There were no reports of patient harm.

Event description:
It was reported that the camera head exhibited a display error "contact olympus" scope error, this issue occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.